Manufacturer narrative:
The device was not received for investigation. However, the provided photo confirmed the report. It shows the lower ligature detached and slipped toward the distal end which cause the balloon to move past the skive holes while still inflated and prevented the balloon from deflating. The ligature likely failed due to the pull force on the catheter during the procedure. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Event description:
It was reported that the balloon did not deflate. It was not determined if the device was checked prior to use. No injury was reported to the patient.